Event description:
End user alleges that while using chair it will just stop and lights start flashing constantly, 5-6 times a day, to get going will reboot system multiple times. End user adv that yesterday he was on a slight decline and the chair flashed yellow, locked up and came to a dead stop. When that happened the end user was thrown from the chair. He adv he has seen a doctor, no injuries, but he is sore. End user adv he has had chair serviced, and they are unable to figure out the problem. End user adv he has upgraded batteries and the problem still persist.